Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 sensor left a rash on patient. Patient's mother claims the patient had a reaction to the adhesive pad and it left a light mark on his skin. Patient is currently feeling great.